Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Vasospasm is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00627.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid t segment using penumbra system 3d revascularization device (psr3d) and penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the physician experienced intra-procedural vasospasm using the psr3d; therefore, the physician injected 100 mcg of intra-arterial nitroglycerin into the left internal carotid artery (ica) for treatment of the stent induced left middle cerebral artery (mca) vasospasm which resulted in resolution of the vasospasm. It was reported that resistance was encountered while pulling back the psr3d from the left middle cerebral artery (mca). This event was considered resolved on (B)(6) 2019. The intra-procedural vasospasm was adjudicated to be an adverse event with a possible relationship to the jet7, psr3d and a definite relationship to the index procedure.